Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal was loaded properly, but when the surgeon removed the delivery device from the loader device, the deployment tube on the delivery device detached from the hub. A replacement heartstring device was used to complete the procedure. No pt complications were reported by the hospital. The device was received on 8/24/09 and upon visual inspection, it was identified that the actual failure was the seal fail to load. This is a reportable malfunction.

Manufacturer narrative:
Investigation result: the visual inspection showed that the folded seal remained inside the loader. The delivery device was not attached to the loader and the plunger had not been depressed. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B) (4).